Event description:
It was reported that the patient's vns battery is low. The patient's family said that he has had an increase in seizure activity over the last several weeks which are described as generalized shaking in all extremities. Additional information was received that system diagnostics were performed and the device showed elevated impedance therefore a full revision may be needed. It is unclear if high impedance was actually seen, as they just noted elevated impedance. This may have just been a rise in impedance but still within normal limits. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that there was no high impedance present before the surgery. The physician's assessment of increase in seizures is external factors not related to vns. It is unknown if the increase in seizures was above, below, or at pre-vns baseline. The suspect product is not available for product analysis as the device was discarded by the facility. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected event description, initial report: inadvertently reported no surgical intervention had taken place and it was unknown whether there was high impedance. D6a. Corrected explant date, initial report: inadvertently did not report explant date.